Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the issue but was able to verify the issue in the device's memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during patient care. In this state the device may not be able to deliver defibrillation therapy if needed this issue is patient related; however there was no adverse event reported.